Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the skin infection which required medical intervention cannot be ruled out. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 68-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient´s daughter notified novocure that the patient experienced a skin breakdown for which unspecified antibiotics were prescribed to treat an associated infection. Attempts were made to contact the prescribing physician, although no further information was received.